Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer stated that she was taken to the emergency room due to low blood glucose levels. The customer stated that her blood glucose reading was 6 mg/dl. Prior to the event, the customer was eating dinner, and lost consciousness. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer stated that the emergency room doctor wanted the insulin pump replaced. Nothing further was reported.